Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the battery compartment was observed to be cracked extending from the threads to the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump battery compartment was cracked. This report is made based on the results of evaluation.